Event description:
The facility representative contacted baxter (B)(4) technical services to report a flo-gard infusion pump that did not show any alarms; this condition had the potential to interrupt delivery. It is unknown when this event occurred. Patient involvement is unknown; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem where "the device did not show any alarm" was not confirmed. There was no cause identified. There were no repairs performed to resolve the customer reported problem. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter panama for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.